Event description:
It was reported that the atrial lead exhibited noise. On july 23/2014 noise was again observed and the patients device was reprogrammed. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.